Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulation therapy was turning off by itself. The patient was sitting on her couch when she noticed she was not feeling stimulation anymore. She then checked the implantable neurostimulator (ins) with the patient programmer, and the patient programmer showed her ins was off. There were no reported falls or trauma related to the reported issue. The stimulation turning off by itself issue was not related to positional movement. It was noted that the patient was able to confirm ins status correctly using the patient programmer; the patient programmer confirmed the therapy issue of stimulation turning itself off when it should be on. Additional information received from the manufacturer representative reported that the patient was scheduled to meet with the manufacturer representative on (B)(6) 2016 to perform diagnostic tests, with possible x-rays afterwards. It was noted that a possible user issue was discussed. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the patient met with a manufacturer representative on (B)(6) 2016. Impedances checks were all within normal limits. The consumer via the manufacturer representative reported that the patient noticed the ins had turned off after she had been shopping. The manufacturer representative thought perhaps the patient, being in a wheelchair, did not travel through the theft detectors fast enough. Another possibility was that when the patient went to hit her synchronization button, she may have inadvertently hit the off button. It was further reported that the patient's ins battery status indicator was almost depleted, and the manufacturer representative reviewed with the patient the importance of charging the ins prior to full depletion. It was noted that (B)(4) was turned down to a rate of 10 pps, and the patient stated she was getting the same pain relief. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.